Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and all were delivered and recorded properly. No basal anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked case near the reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer had a basal anomaly with the insulin pump. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.